Manufacturer narrative:
Device received with constant pump error 39 during rewind. During visual inspection, motor, electronics stack, home switch and force sensor was corroded. Unable to perform self test, sleep current measurement, active current measurement, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due constant pump error 39.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received a motor current error. Customer¿s blood glucose level was 123 mg/dl. Customer reported that they were unable to rewind the insulin pump. The insulin pump will be returned for analysis.